Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The driver and blade were returned for investigation. The driver showed signs of use with some minor scratching and discoloration on the handle and knob. The driver was also returned with the blade stuck inside the collet, which showed signs of use with nicks and scratches on the exposed surfaces, likely resulting from an attempt to extract the blade from the driver. Functional testing was done by attempting to remove the blade; the blade could not be removed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a blade mating issue, as this driver was manufactured before the implementation of the scar addressing the blade getting stuck inside the driver. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: date of this report, describe event or problem, lot number, device availability, date received by manufacturer, type of report, follow up type, device evaluated by manufacturer, device manufacturer date, method code, results code, conclusions code, additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products- zimmer biomet contra angle blade catalog #: sp-2379 lot #: unknown.

Event description:
It was reported that the driver broke as the surgeon was placing a 3rd rib posterior screw during a procedure for the repair of a rib fracture. No adverse events have been reported as a result of the malfunction.